Manufacturer narrative:
The customer reported filter leakage on a set infusing taxol, and returned two samples: 1 open, used sample regarding material 24301-0007t, lot 24055599. The second sample is unopened and is for a different lot. Material 24301-0007t, lot 24085241. This material and lot are seen and reported under pr (B)(4). The unused sample, along with the samples received in pr (B)(4), did not show any failures. The used sample, of lot 24055599, did show leakage at the filter as reported. The complaint is verified. The filter was sent to the supplier for further investigation. The supplier investigation found the filter to have no issues and was not able to find a root cause related to their manufacturing process. The batch number review also did not have any issues. The root cause is unable to be determined for the filter. Possible causes remain for the interaction of certain drugs/solutions with the filter vent membrane. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that leaking from the filter.